Manufacturer narrative:
The device involved in this incident has been requested for eval. Should the device be returned, eval will be provided in a f/u report. A review of the product-reporting database revealed that no similar reports have been received for lot number 05g050. However, similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a f/u medwatch when available. A batch review was conducted for lot number 05g050 that revealed that this lot number passed all release specifications.

Event description:
Baxter-(B)(4) received a customer complaint concerning a device that is involved in the overinfusion incident during pt use, in which the device infused 230 ml of 5-fu and normal saline in 38 hours. The customer's expected duration of infusion was 46 hours. No pt injury or medical intervention was reported as resulting from this incident.